Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) exactamix 2000 ml eva tpn bags leaked at the port site. This was observed in the dispensing room, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 and november 28, 2023. H11: ten (10) actual devices were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and leaks were identified from the administration spike port bonding area for all samples. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during manufacturing causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.